Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Blood glucose was not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy.